Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image customer stated that the open book image appeared briefly and then faded to a blank screen. Customer stated that they had been in the shower with the insulin pump on the ledge and stated that water did not directly hit the insulin pump. Customer did not remember if any insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained that the unit went into critical pump error (open book image) when taking a shower. Helpline added code for exposed to moisture since it was used while in the shower. Device was not received in critical pump error after battery insertion. Device passed active current measurement and self test. The history download was successful using thus software. The crest software was utilized and thus software were utilized to download the debug bootloader trace download and was successful. No indication of critical pump error alarms in the bootloader trace download. Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test due to seating anomaly. Pump error 38 alarmed during rewind. After attempted rewind, the device will constantly seat early while the motor was attempting to advance forward. Device received with high sleep current measurement. Swapped pcba 2 with a test pcba 2 and the current was in specification. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corrosion on motor home switch, force sensor assembly, electronic board stack and lcd assembly noted during visual inspection of the electronics. Critical pump error was not confirmed during testing or was not present in the bootloader trace download. High sleep current measurement was confirmed during testing due to corrosion on pcba 2. Confirmed pump error 38 (stuck motor alarm) due to intermittent motor gearbox jammed noted while manually turning the motor drive screw. Confirmed prime/fill/seat anomaly due to corrosion on force sensor assembly. Moisture was confirmed on all electronics during visual inspection of the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.